Event description:
It was reported that the patient underwent a single-level tlif at l5/s1 using the interbody device with posterior fixation. While pushing the cage posterior to anterior with the straight tamp, the implant cracked between the two holes on the posterior edge. It was confirmed under fluro there were no broken pieces from the implant. The implant was visually inspected prior to implantation which found no defects. A nerve hook was used to pull the device for stability check after the implant cracked. There was no movement noted so, surgeon placed bone graft behind the implant and was satisfied with the stability. The surgeon opted to close with the cracked device implanted. No additional patient follow up planned due to this event. No further complication reported.

Manufacturer narrative:
(B)(4): neither device nor film of applicable imaging studies were returned to the manufacturer for evaluation. We are unable to determine the cause of the event. Device history records were reviewed. No documentation was found that would indicate a non-conformance to specifications.